Event description:
Related MFR # 2916596-2023-03214 and MFR # 2916596-2023-03215. It was reported that the patient had pump stops at home after bending down to put food into the oven. The patient has a known short to shield. The patient called emergency medical services and was taken to the hospital. The patient arrived with their pump on and continued to have pump stops while on battery power. The patient developed a controller fault alarm and the coordinator could not review pump parameters. The controller would not transfer data to system monitor. The coordinator attempted a controller exchange with the patient's back-up. The controller was very clean and without any debris or concerns. Once the patient was hooked up to the controller, the pump did not restart. The coordinator switched him back to his original controller in an attempt to restart the pump and was successful. The patient was able to manipulate the driveline when their pump stopped and can restart the device. One green arrow was illuminated on the controller that developed the controller fault alarm.

Manufacturer narrative:
Related MFR #2916596-2021-03795 onset of short to shield. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the system controller is being evaluated following the reported event of pump stops and the pump not restarting. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis. No log files were submitted for review. Per the provided information, the patient has a history of shorts to shield that has worsened over time. The pump not restarting was determined to be a driveline issue and not due to the backup controller. The patient manipulated the driveline causing pump stops and restarts. The reported event was unable to be correlated to an issue with the system controller. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use, rev. C, section 2 entitled ¿system operations¿ states how to perform a controller exchange and the precautions to take. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.